Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that there is an error code 41786. Believed, to have a board issue. There was no patient involvement.

Manufacturer narrative:
H6: evaluation codes updated device evaluation: one device was received. Device was visually and functionally tested and the customer reported complaint was able to be confirmed. The error code was attempted to be cleared but the error persisted. The cause of the issue was found to be the pwa (printed wiring assembly). The pwa was replaced. Service history identified that no previous repair has been noted in the last 12 months.